Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported shaft detachment was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the sds was advanced, resistance was met due to interaction of devices resulting in the reported failure to advance. Manipulation of the device resulted in the reported shaft detachment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported the procedure was performed to treat a 60% in-stent restenosis with mild tortuosity and no calcification in the mid circumflex coronary artery. The 2.5 x 12 mm xience prime stent delivery system (sds) was advanced, but could not cross due to interaction of devices and the shaft outside the patient separated. Therefore, the device was simply removed without issues and another device was used to complete the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.